Manufacturer narrative:
Additional information: device evaluated by MFR. Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The complete retrieval device was returned, but the pin vise was missing from the loop wire handle. The handle itself was kinked and a kelly clamp is attached to the kink. The clear y-fitting is untightened. Since investigation found no breakage on the retrieval device, the reported "top end of the metal wire broke from the retrieval basket" may be the pin vise slipping the handle. The loop is clearly used, but without any damages. The hub had separated from the sheath and an investigation revealed a sheath flaring which was within specifications. A similar test fitting was attached to the complaint sheath and even by strong pulling the fitting did not slip the sheath. Based on these findings it is suggested that the device was exposed to strong pulling/manipulation during the filter retrieval procedure. It is noted that the filter was successfully retrieved. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events. There were no other reported complaints for this lot number. The gunther tulip vena cava filter retrieval set has been designed for retrieval of implanted gunther tulip and cook celect vena cava filters in patients who no longer require a filter. Retrieval of the filter can be performed only by jugular approach. There is no mention regarding the type of filter removed in this procedure. There is no information regarding approach used during this procedure. There is no information regarding any difficulties with removal of the device or any resistance. Per the IFU, ¿excessive force should not be used to retrieve the filter.¿ based on the information provided, examination of the returned product, and the results of our investigation; the root cause was determined to be related to user technique. Per the risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A gunther tulip vena cava filter retrieval set was used during a filter retrieval procedure. It was reported that while using the filter retrieval set, the outer dilator completely separated from the hub. It was also reported that during the same procedure, the top end of the metal wire broke from the retrieval basket and disposable kelly clamps were used to remove the detached portion of the basket from the patient. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.